Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the user facility biomed to check to make sure that the o-rings are still in the flow sensor receptacle on the device. The user facility biomed checked and found that the o-rings and the faceplate were missing. The carefusion technical support representative advised the user facility biomed that the missing o-rings and faceplate were the most likely cause of the issue he was experiencing and provided him with the part numbers and prices for the o-rings and faceplate so that he can order them.

Event description:
The user facility biomed reported that the respiratory therapist reported to him that during pre use testing the device's vte reading was 300ml when the device was set to 500ml vti and was delivering 500ml vti.